Event description:
A cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reload the same cartridge but was unsuccessful, so they loaded a new cartridge and successfully resumed insulin. The customer requested replacement cartridges.